Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicated a sensor issue that could potentially cause the device to monitor and display data incorrectly. The device's sensor board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred while a ventilator was in use. There was no patient harm or injury reported.